Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage in (B)(6) 2025 the leakage was from the tubing. The infusion set was in use for 2 days. No further information is available.